Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02645. It was reported that the patient experienced ineffective stimulation due to autoreducing. Imaging revealed a slight migration of the leads. Diagnostics showed multiple contacts had high impedances. Reprogramming was attempted, but was unable to restore therapy. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A4 patient weight added to the report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein one of the leads was explanted and replaced. Post-operatively, stimulation therapy was restored. It is unknown which lead was replaced, therefore both leads are being reported.